Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2012, to excise infected tissue around the implant site. However, the infection could not be resolved. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. There are plans to reimplant the patient with another device but this has not occurred as of the date of this report. This report is filed (B)(4) 2012.